Event description:
It was reported following a diagnostic percutaneous procedure, during which the patient experienced pulmonary edema, a 6f angio-seal vascular closure device was deployed without complication. The patient was taken back to the ward and experienced right leg problems. The leg appeared ischemic and pedal pulses were weak. A vascular surgeon consulted the patient and stated it was noncritical and the patient was discharged. Sometime later, (date unknown) due to continued pain in the right calf patient was seen by a surgeon. An angiogram was performed (date unknown) which revealed an obstruction of the common femoral artery. The patient underwent surgery (date unknown) to bypass the obstruction. The anchor was behind the posterior wall of the common femoral artery with the collagen in the normal skin tract, therefore occluding the vessel completely. The current condition of the patient is unknown.